Event description:
The customer contact reported no flow. On an unspecified date, the tubing set was being used to deliver an unspecified concentration of bupivicaine, at an unspecified rate, via a gemstar pump. It was reported that after the delivery was started, the pump display was incrementing; however, no flow was noted through the tubing set. The tubing set was replaced and the therapy was resumed. The customer contact reported a delay in therapy; however, there were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.